Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 the patient's receiver was out of range for more than three hours. There was no report of injury or medical intervention. No additional event or patient information is available.